Manufacturer narrative:
A ge service rep performed an onsite investigation. The sys software and hardware were evaluated and updated. The sys was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the sys froze and locked up requiring cancellation of pt care cases. No pt serious injury or death was reported related to this event.